Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 4 events were reported for this quarter. Product return status 4 devices were evaluated based on historical data analysis. Additional information 4 devices were not labeled for single-use. 4 devices were not reprocessed or reused.

Event description:
This report summarizes 4 malfunction events in which the device or cutting accessory fractured. - 1 event had no patient involvement; no patient impact. - 3 events had patient involvement; no patient impact.